Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. It was noted beginning 22-nov-2015, rv pacing impedance spiked to 1007 ohms from last measurement at 779 ohms and the impedance has returned to baseline. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited rising rv pacing impedance and an impedance spike. The rv lead remains in use and the patient will continue to be monitored. No patient complications have been reported as a result of this event.